Manufacturer narrative:
(B)(4).

Event description:
A heath care provider reported that there was a high impedance on the right implantable neurostimulator (ins) system as a result of a fall the patient had. The patient was not feeling stim. The contact 0/2, 0/3, 2/3 were showing >4000 ohms when tested at 1.0 v. It was indicated that the patient had a fall last week on to their right side and since then the stim had not been working for the patient. It was indicated that impedances were not showing open circuit at greater than 4000 ohms but was showing higher than normal impedance range of 400-1500 ohms on the above contacts. The stim might be felt but would need to be higher amplitude setting. There appeared to be something with contact 2, 3 although there was no true short or open being seen at this point. They tried c+3 and the patient felt very little sensation at 1.2 v and feeling it more posterior near the butt crack. They tried at c+0- , patient felt stim at 1.8 v more in bicycle seat area. They were going to leave patient program at c+0- for a few weeks and see how that work for the patient. They would be following up with patient in a couple weeks to see if new programming is working. If it would not work, they would be considering change out that lead. The change in symptom/ therapy was considered sudden. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information from the health care professional (hcp) reported that they heard back from the patient and reprogramming resolved the loss of stimulation and high impedances.